Event description:
It was reported to the MFR by the home user that the boom snapped off where the boom goes into the lift base. The pt landed on the hardwood floor so his buttock, elbows and back ache, but there were no other injuries. The fire chief was called to the residence, but the pt refused to be taken to the hosp. (B)(4) were entered into our system. As of this writing, the lift has not been returned.